Event description:
New information received noted that the patient was asymptomatic. The noise was being sensed and recorded. Intervention was discussed, but not reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-12992. New information received noted that the system was replaced on (B)(6) 2020. Patient condition could not be obtained.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Further information was requested, but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited a noise issue.